Event description:
The hospital reported that after a saphenous vein harvesting procedure and during sterile processing, it was noticed that the lens of the endoscope is chipped. No patient involvement was reported. Scholly assessment received on 4-17-2007, indicates that the distal window is fractured. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: scholly assessment received on 4-17-2007, indicates distal window is fractured due to customer mishandling.